Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. After the catheter was removed, the patient experienced increased urinary frequency. On (B)(6) 2010, the family doctor prescribed apo-ciproflox for a suspected urinary tract infection with blood noted in the urine specimen. On (B)(6) 2010, the patient experienced bleeding after rolling a heavy object and felt feverish. The patient was unable to tell if the bleeding was from the vagina or urethra. The family doctor prescribed macrobid through (B)(6) 2010. The patient continues to experience frequency, pressure, and itching. The patient had another appointment scheduled to see her family doctor.

Manufacturer narrative:
(B)(4) - urinary tract infection. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.